Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract surgery with an intraocular lens implantation an ophthalmic system exhibited ultrasound actuation failure . The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Based on the information received following the submission of the initial report, its confirmed that this compliant was created erroneously and there was no device deficiency associated with this console and therefore this report did not meet reporting criteria. No further reports will be submitted under mfg report num. 2028159-2025-00022. The manufacturer internal reference number is:(B)(4).